Event description:
The reporter stated that the product is cracking/snapping off between the transducer and the flush. The reporter further stated that there had been two incidents. The reporter also stated that the reported lot number may or may not be the lot of product involved in two incidents. Further info was not available. No pt injury or treatment was reported.